Manufacturer narrative:
Investigation results: review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Sampling 2ea from the retain sample of the same lot to check product function, product safety shield activation function is good. We cannot identify the actual defect feature, cannot determine whether it¿s a poor assembly issue or raw material issue, so the root cause of this case is not clear. Based on the IFU description, hold the puller and keep the component adown can activate needle safety function successfully.

Event description:
No additional information.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in row - needle retraction failure. It was reported by customer that the device is inserted and needle is pulled out and would normally pull into a safety holder. In two instances, these needles have been pulled away from the skin but did retract into the safety holder.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.